Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a 35 v failure error message. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a 35 v failure error message. A service engineer (se) evaluated the device, and noted that the power management (pm) and motor control (mc) boards were replaced, and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.